Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. There was no reported impact to the customer's blood glucose (bg) level for the past event. The customer reported a bg level of 344 mg/dl for the most recent event and the contact reported that the bg level was not due to the pump or supplies. During troubleshooting with tandem¿s technical support, the malfunction alarms were cleared and insulin delivery was resumed.